Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the sterile sleeve damage issue was not determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During implantation of the impella, the sleeve on the sheath ripped. There was no patient harm related to this event. Despite the torn sleeve, support with the implanted pump proceeded as planned.